Event description:
The customer reported that a non invasive blood pressure was incorrectly calculated by an x2 monitor. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a non invasive blood pressure was incorrectly calculated by an x2 monitor because the clinician chose the wrong patient category setting. The clinician gave incorrect medication based on the incorrect bp value. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.